Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the forceps channel was damaged due to the load when inserting and removing the forceps and treatment tools. The detection method is described in the operation manual gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection prevention measures are described in the instruction manual gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and the customer¿s allegations were confirmed and there were multiple tears in the forceps passage. Additional findings include the following: the distal end plastic cover had a worn nozzle pin, minor dents, and scratches; the bending section cover glue was cracked; the objective lens had worn adhesive and scratches; the light guide lens had worn glue; the red/blue/green dot was not seen in the orange cone; there was a pinhole in switch 1; the nozzle had worn glue; the insertion tube and light guide tube had minor scratches; there was play on the right and left control knobs and they were loose; and the labels had minor damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus there were internal defects of the channel and it was failing the channel check on the evis exera ii gastrointestinal videoscope. The issue was identified during reprocessing. There was no patient or other person affected or involved in the event. No patient harm was reported.